Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient experiencing discomfort at the site of the battery placement and found charging to be difficult. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device was not return due to facility policy.

Event description:
It was reported that the patient experiencing discomfort at the site of the battery placement and found charging to be difficult. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device was not return due to facility policy.